Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response (rvr) when the rvr accelerated into the vf zone. The patient continued to receive shocks when the rhythm decelerated into the vt-1 zone. Programming changes were not made, and the patient was in stable condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.